Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that r ight after the ins was implanted they had to stay in the hospital because they got quite a few infections. They had to go back to the hospital sooner than her post-operative appointment due to the infections. No further complications were reported/are anticipated.